Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the air gas module was defective and in need of replacement. Replacement of the defective part solved the issue. The issue was confirmed in the provided log files. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The replaced part has not been returned. According to the received information, the cause of the issue has been determined and was related to defective gas module.

Event description:
Manufacturer's ref. #: (B)(4).